Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflected the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29-hour flow accuracy test was performed and the pump was found to be delivering within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient's mother contacted animas on (B)(6) 2011 alleging that the patient had elevated blood glucose (bg) readings of "584 mg/dl" with symptoms of nausea and ketones over (B)(6). The patient's mother reported that the patient met with her cde on (B)(6) 2011. During the visit, the reporter claimed that the patient's cde made a "slight basal adjustment". The reporter stated that the patient corrected the high bgs with the pump and at the time of the call the patient's bg was 120 mg/dl. The reporter also mentioned that the patient had a visit with her md and cde on (B)(6) 2011 (prior to contacting animas) and was advised by her doctor to go off the pump and go on injections for (B)(6). It was reported that if the patient did not require the amounts of insulin (by injection) that she has required on the pump, then her md wanted pump replaced. On (B)(6) 2011, the patient's mother contacted animas and reported that the patient's bg over (B)(6) (while on injections) were good and requested pump to be replaced per doctor's advice. At the time of troubleshooting, the patient's cde reported there were no signs of site issues. During pump review, it was noted there were no associated alarms in history. In addition, prime history, total daily delivery and bolus history were confirmed to be correct. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia during use of the subject pump.